Event description:
In mid-may, the patient experienced a return of symptoms; the patient could "hardly walk". The pump was alarming. The patient's last refill was approximately 4 months ago. The patient had been flying back and forth to california where his previous physician had been turning the pump dosage down, because he was unable to locate a physician to manage the pump in oklahoma. The patient was interested in having the pump removed. The device system was used to deliver fentanyl. The physician later reported that the pump and catheter were explanted due to "aberrant behavior". There was reported to be no patient injury. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. See scanned pages.